Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission: 21-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the pump¿s black box no activity related to the alleged motor rewind issue. During testing, the pump rewind, load and prime steps were performed successfully; the piston was able to rewind and advance fully. The pump was exercised for 24 hours with no issues. The complaint of a motor rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.